Manufacturer narrative:
Insulin pump received unable to verify software version and displacement test due to cracked bleeding lcd and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.